Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving lioresal via an implanted infusion pump. It was reported that within a few days after the patient's pump replacement surgery the patient developed a fever ranging from 100 to 104 degrees as well as vomiting. At the time the patient reported the incision looked normal. The hcp had the patient come in and was seen with fluid around the pump. It was noted there was a possible infection so antibiotics were given and bloodwork was ordered. The issue was not resolved and the patient had an appointment for (B)(6) 2020. On (B)(6) 2020 (B)(6) e1 (rep, hcp) additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the results of the bloodwork were good and there were no signs of infection. The patient¿s temperature has stabilized, and he was doing better. It was determined the patient has a seroma over the pump that the doctor would keep an eye on. The patient¿s weight was unknown. No further complications were reported. (B)(6) 2020 lfc (hcp): additional information received from a healthcare provider reported there were no actions/interventions taken to resolve possible infection and seroma. It was noted there was no infection and the patient was being followed monthly.

Event description:
Additional information was received from saol. The patient started using lioresal (B)(6) 2020 via intrathecal pump. The patient had seroma over the pump, collection over the pump without wound dehiscence or fever. The patient was being followed in regards to the outcome for the seroma over the pump. The lioresal was not discontinued. The patient was followed in the clinic on (B)(6) 2020 and (B)(6) 2020. The patient pertinent medical history included cerebral palsy after childhood brain injury. The concomitant medications the patient was taking at the time of the report was vimpat, trazadone, trileptal, heparin intravenous for medicine port, elavil. The patient¿s height was noted as 5¿9¿. The patient was not hospitalized.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.